Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean the pump and loading a new cartridge resolved the issue. There were no cartridge replacements necessary, and the customer was advised to monitor system performance. No further action was required.